Event description:
A baxter representative reported to customer service a pump with failure code 570:320. This failure code occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:product evaluated on-site. Failured code 570:320 was confirmed. Inspection of the device found that the cause of the failure code was due to low battery voltage. The batteries were recharged. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA which was opened in 2005.